Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found to be "hanging loose in the atrium" during the device change-out for elective replacement indicator (eri). The ra lead was capped and replaced. No patient complications have been reported as a result of this event.